Event description:
Information received from the field notes that two days after a routine pacemaker follow-up, the patient returned to the clin ic complaining of pocket stimulation. Multiple attempts to interrogate the device revealed "invaliid model number, return to standard only". An ECG analysis showed only atrial pacing and the pocket stimulation continued. The physic ian activated rts and ventricular pacing was reestablished but the memory loss remained.